Manufacturer narrative:
Additional h6: f15. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and rupture.

Event description:
Patient initially reported no complaint against the left device. Healthcare professional later reported "intracapsular rupture" and "small amount of preimplant fluid" via MRI and "grade ii capsular fibrosis." The device was explanted and replaced.

Event description:
Patient initially reported no complaint against the left device. Healthcare professional later reported "intracapsular rupture" and "small amount of preimplant fluid" via MRI and "grade ii capsular fibrosis." The device was explanted and replaced.